Event description:
Procedure type: unk. According to the reporter: the client reports that the balloon burst. The device had been tested satisfactorily before utilization; no ill-effect to pt reported. No pt injury was reported. No additional info available at this time.

Manufacturer narrative:
.